Manufacturer narrative:
(B)(4).

Event description:
It was reported that after 3 unsuccessful IV attempts, the ez-io was used to insert a 45 mm needle in the left proximal tibia. The driver lost power. A second driver was available. It successfully inserted the needle. There is no additional patient information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned an ez-io driver with no signs of physical damage. When the trigger was pressed, the green led light displayed. The device was subjected to an rpm evaluation, simulated sawbone insertion test and a force-to-bog-down test. The results of these reference functional tests demonstrated that the device had sufficient power to perform medium and hard bon insertions with appropriate technique. Manufacturing records were reviewed with no relevant findings. Since no problems were found on the device and the report could not be confirmed, no cause could be determined. No further action will be taken. Correction: the initial report indicated that this device is labeled for single use. This is a reusable device and that field has been updated.